Manufacturer narrative:
The device wa returned to zoll medical corp; the malfunction was duplicated and attributed to an unseated lcd color display cable on the digital board. The display cable was replaced to remedy the problem condition. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device's display blanked out and was not legible. Complainant did not indicate that there was any patient involvement in the reported malfunction.